Manufacturer narrative:
Correction: b5, d6a (not an implanted device - deleted implant date). Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient reported ph (paradoxical adipose hyperplasia) after treatment over the center abdomen on (B)(6) 2020 and lower abdomen using cool core advanced contour applicator on (B)(6) 2021 from coolsculpting system. Device remains at the user facility.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient reported ph (paradoxical adipose hyperplasia) after treatment over the center abdomen on (B)(6) 2020 and lower abdomen using cool core advanced contour applicator on (B)(6) 2021 with a cooladvantage coolcore applicator from coolsculpting system.